Event description:
It was reported that during implant attempt, there was a problem with the screwing mechanism of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The visual inspection showed that the outer insulation was kinked/buckled.